Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with broken battery tube threads causing the battery cap to fit loose. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported the insulin pump was cracked on the battery compartment. Customer has the device held with duck tape and states that at times the device loses power. Customer's blood glucose was 126 mg/dl. Customer reported the device got the damage from normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.